Event description:
It was reported that during manual capacitor maintenance checks, fluctuating charge times were observed. Oversensing of wide qrs was noted upon the initialization of the charge, resulting in the termination of the charging. No action was taken at this time. Patient condition was fine and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.